Event description:
The day after percutaneous coronary intervention with stent placement, an adverse event of mace reports a non q-wave mi with ck-mb of 2-3 times the normal values. Additional narrative indicates that the pt was admitted with acute coronary syndrome. Sca was performed and noted a patent cypher stent. However, the diagonal branch had 95% stenosis that had been present on index procedure but was "jailed" by the stent and unable to be treated. In addition, some slight distal target vessel disease is noted. Medical management is recommended. The patient signed out of the hospital against medical advice (ama) the following morning. Per the procedural physician, this event is unlikely to be related to the device but likely to be related to the procedure. 2005 clinical summary (as reported under the ecypher pms registry): this pt was admitted for further evaluation due to a myocardial infarction (mi) >72 hrs earlier (no details). No non-invasive testing was done and pre-procedure ck levels were normal (no ck-mb or troponin levels done). Cholesterol, ldl and triglycerides were elevated. The pt is taken to the cardiac cath lab where coronary angiography reveals 2-vessel disease. Medications administered prior to intervention included: aspirin, beta-blockers and anti-anginals. Lesion 1-1 is a concentric, class c, de novo lesion of the mid left anterior descending artery (lad). This is a smooth, readily accessible 3.0 x 28 mm proximal segment with no angulations. However, an inability to protect major side branches is noted. There is little to no calcification and no thrombus present. The lesion is pre-dilated with a 3.0 x 30mm balloon (MFR unknown) at 6 atms. Recoil is noted in the laad following predilitation. A cypher 3.0 x 33mm stent is deployed at 11 atms. Post-dilation was conducted with a 3.0 x 15mm balloon at 14 atms. Stenosis was effectively reduced from 90% to 0%. Timi pre- and post-procedure was 3. There were no complications. Lesion 1-2 is an eccentric, class c, de novo lesion of the mid right coronary artery (rca). This is a smooth, readily accessible 3.0 x 25mm proximal segment with no bifurcations or angulations noted. The lesion is pre-dilated with a 3.0 x 30mm balloon at 10 atms. A small dissection is noted following predilitations (type a) that is treated with a cypher stent. The cypher 3.0 x 33mm stent isdeployed at 11 atms. This is followed by a 3.0 x 28mm "other" stent that is deployed at 18 atms. The stents do not overlap. Post-dilation is conducted with a 3.0 x 15mm balloon at 14 atms. Stenosis is reduced from 99% to 0%. Timi pre and post-procedure was 3. Lesion 1-3 is an eccentric, class c, de novo lesion of the mid rca. This is a smooth, readily accessible 3.0 x 22mm proximal segment with no biforcations or angulations noted. There is little to no calcification and no thrombus is present. The lesion is not pre-dilated and a cypher 3.0 x 28mm stent is deployed at 11 atms. Post-dilation is conducted with a 3.0 x 15mm balloon. Stenosis is effectively reduced from 99% to 0%. Timi pre-procedure is 2 and post-procedure is 3. There were no complications. Medications administered during the procedure are listed as anti-anginals, low molecular weight heparin, lovenox, thrombin inhibitors and integrelin (10mg bolus & 2mg/hr x 46.5 hrs). The pt is discharged the following day. Discharge medications include aspirin, beta-blockers and clopidogrel. The pt experienced a non q-wave mi. One-month follow up is conducted via telephone. Thept denies any angina. Medications include clopidogrel, aspirin and insulin. Four months following index procedure, a second adverse event of mace (ae2) reports treatment of a new lesion. The pt is admitted to the hospital and started on a ntg infusion. Per the procedural physician, this event is unlikely to be related to the device and is unrelated to the procedure. Treatment is provided that following day when the pt is returned to the cardiac cath lab where coronary angiography reveals 2-vessel.